Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during follow up on an unknown date. Upon interrogation, the right ventricular exhibited rise in capture threshold. Chest x-ray was performed and revealed the lead had dislodged. It was noted that the lead may have dislodged when the patient experienced a fall. The lead was explanted and replaced successfully. The patient was in stable condition and would continued to be followed normally.

Manufacturer narrative:
The reported event was dislodgement. As received, a partial lead was returned in two portions for analysis. Visual analysis noted the helix was retracted and covered with blood / tissue. After cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.